Manufacturer narrative:
The customer indicated product would be returned for evaluation but it has not been received yet. A follow up report will be sent when more information is available.

Event description:
Information received indicates the administration set is leaking. This occurred during set up.